Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: on investigation, the pump powered on with a fully illuminated, fully functional display without segments missing. Investigation did not duplicate the complaint. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. The pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).